Event description:
It was reported that during an unspecified procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the moderately tortuous proximal circumflex. The balloon ruptured during the first inflation to 8 atms. The procedure was completed with another maverick balloon. There were no reported patient complications. Patient status listed as "ok."